Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem ( could not communicate) has been confirmed. As received, the belt would not communicate with a monitor. Upon evaluation, there was an open along the yellow (pgnd) wire inside the trunk cable. The cause of the test failure is the open wire. The root cause of the open wire is excessive force. No adverse event resulted from the open wire.

Event description:
A us distributor contacted zoll to report that electrode belt sn (B)(4) could not communicate with the monitor.